Event description:
In vitro diagnostic reagent was reported to no longer meet the standard stability curve claim, as specified by the MFR. The calibration frequency and literature to be updated to reflect the revised criteria. No harm to patients noted, using this reagnet.